Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy 21 android operating system 13 version 3.5.1.10363. The customer experienced a signal loss and was unable to receive glucose alarms and obtain glucose levels. As a result, the customer was not alerted of changes in glucose level and experienced thirst, hot flashes, and was unable to self-treat. The customer self-presented to hospital, requiring administration of insulin (dose/type unspecified) by healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.